Manufacturer narrative:
A product development evaluation was completed: the drill sleeve was received with hammer marks on the tip of the instrument. The top of the instrument had minor scratches around the outer diameter. The mating protection sleeve and the drill sleeve were stuck together. The product drawing was reviewed during this evaluation. No drawing discrepancies were identified. Based on the damage to the surface of the instrument, the complaint is likely the result of misuse, not a design defect. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a femur rodding procedure was performed on (B)(6) 2014. During the surgery, the drill sleeve was stuck in the protection sleeve. It could not be unjammed during surgery. Another tray was readily available for use. The surgery was completed successfully without any patient harm or surgical delay. After the procedure, the drill sleeve was able to be removed from the protection sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.